Manufacturer narrative:
Device evaluated by MFR : one cadd solis vip pump was returned with a damaged lens and contamination around the downstream occlusion sensor (dso) seal. The event history log was reviewed and there was a "cassette not attached properly" alarm. The sensor was checked and it was determined that the "alarming cassette not attached" issue was caused by a contaminated dso. The dso was replaced to resolve the issue.

Manufacturer narrative:
Additional information received on 27 june 2019 indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a cassette alarm that it's not attached. There was no reported injury to the patient.